Event description:
One patient sample with discrepant vitamin b12 results. Initial result gave >22.14 pmol/l; sample repeated twice giving 1272 and 1241 pmol/l. No adverse events reported in association with the discrepant results. If additional information is received, appropriate notification will be provided.